Event description:
It was reported that the patient experienced significant blood glucose variability following an infusion set failure attributed by the caregiver to a bent Teflon cannula on a hockey puck infusion set, leading to hyperglycemia followed by a rapid decline to a critical low; the caregiver administered five glucose tablets, and glucose was trending upward to 88 mg/dL at the time of the call. Symptoms included hypoglycemia with a reported nadir of approximately 55 mg/dL. Outcomes included the need for unexpected medication intervention in the form of oral glucose and characterization as a serious illness or impairment. Investigation included communication with the caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component could not be further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.